Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date not available. The devices are not returning and there was no reported device malfunction. Reviews of the lot history record and complaint history could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose device is filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4) - reoperation for bleeding was not related to the use of vessel closure devices. The devices were not returned and there were no reported device malfunctions; therefore, device analysis could not be performed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported through a research article identifying starclose and perclose devices that may be related to bleeding at the access site, hematoma >5cm or larger or requiring intervention, decreased hemoglobin concentration, reoperation for bleeding, and blood transfusion. Specific patient information is documented as unknown. Details are listed in the attached article, titled "femoral vascular closure device use, bivalirudin anticoagulation and bleeding after primary angioplasty for stemi: results from the horizons-ami trial."

Event description:
Contrary to that which was previously indicated on the initial MDR, reoperation for bleeding was not related to the use of vessel closure devices.